Manufacturer narrative:
Additional information - d10,g4,g7, h2, h3,h6, h10. The device was returned for evaluation. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. The complaint evaluation was unable to conclusively verify the complaint as valid. The transducer was found to be faulty and was replaced. Future complaints will be monitored and trended. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
N/a.

Manufacturer narrative:
UDI: (B)(4). The device was not returned for evaluation. Therefore, the complaint investigation and evaluation for root cause was not possible. Based on the customer reported failure: vibration alarm it is possible that this complaint could have been due to a defective transducer. However, without testing it is not possible to verify. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. A serial number review for the handpiece confirmed this is a single complaint for the affected device. No service history available.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report no.: 3006697299-2019-00121 and 3006697299-2019-00122.

Event description:
This is 3 of 3 reports. A distributor reported that the c2602 cusa excel 36khz straight handpiece had a vibration alarm when tested with precision tip on (B)(6) 2019. The customer replaced the tip three (3) times but the alarm went on. A component (s203300087) on the device was replaced and the alarm issue was resolved. There was no patient involvement or delay in surgery reported. Additional information has been requested.